Event description:
Caller reported that cartridge was not fitting properly on pump due to an o-ring on pneumatic tap, which was identified as the cause of the issue. There was no reported impact to the customer¿s blood glucose level. Customer followed instructions to remove o-ring and clean the area, successfully reloaded the cartridge, and resumed insulin therapy without further issues.